Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had intermittent power. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the pump's black box showed two unexplained pump reboot events on (B)(6) 2015 and (B)(6) 2015. The returned battery cap was secured to the pump and was able to maintain an electrical connection. The pump was exercised for 24 hours with no power interruptions. The battery cap was unscrewed by half a turn with no power interruptions occurring. The battery compartment was found to be cracked above and below the bumper pad. No evidence of moisture was observed in the battery compartment. Moisture was observed behind the display lens. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture corrosion was found near the transceiver board, in the pump case, and on the support bracket. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.